Event description:
Hill-rom was notified of a plastic bag of miscellaneous hardware found within the mattress of a flexicair eclipse low airloss therapy unit. A family member unzipped the coverlet and discovered the bag between the air cushions and coverlet after the pt had complained about discomfort under his backside. Hill-rom's service tech examined the bag contents and verified it was not consistent with hardware used in servicing hill-rom devices. The tech was unsure how the bag got into the mattress but determined the originally placed device was swapped by hospital staff with an identical device that had not been properly prepared for pt placement by hill-rom personal. The pt allegedly had a preexisting stage 1 pressure ulcer in his sacrum area which was reclassified as a stage 2 ulcer by hosp staff after the bag was discovered in the mattress. Hill-rom's tech inspected the device and found no other issues and removed it from the account.